Event description:
On (B)(4) 2013 clinic notes dated (B)(6) 2013 were received from the reporter detailing that the patient had developed a right-sided intraocular hemorrhage/retinal hemorrhage and that the patient stated that she had gone blind in the right eye. CT scanning was performed and showed that had some cortical atrophy and a previous stroke, but nothing to give monocular blindness. The patient¿s ophthalmologist determined that patient had a blood vessel that had burst in her eye. The physician interrogated the generator and made no changes in the output current except to change the magnet output current. Device diagnostics were performed on (B)(6) 2013 and showed that the generator had not reached end of service and were within normal limits. Attempts for additional information have been unsuccessful to date.

Event description:
Correction MDR is needed to add that the patient is on coumadin to help treat "blindless". Coumadin is a known good medication for stroke prevention.

Manufacturer narrative:
.